Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 40 mg/dl. Cause was not known. Customer managed the low glucose incident by consuming carbohydrates and later agreed to consult a healthcare professional for further discussion as recommended by technical support.